Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The sphincterotome associated with this device was included in the return of the device. A visual examination of the returned wire guide was performed. Wire guide had peeled approximately 18.5 cm from the distal end. Wire guide coating does not appear to be missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The subassembly device history record for the wire guide subassembly lot number said to be involved was reviewed. A discrepancy or anomaly was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide damage. Prior to distribution, all fusion pre-loaded with acrobat wire guides are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook fusion pre-loaded with acrobat wire guide. An acrobat wire issue [occurred]. Between 16 and 18 cm from the distal (floppy) end, during an exchange (immediately preceding balloon sweep), the customer noticed bunching up of the material [coating]. The physician removed the balloon and wire guide from the patient [lost wire guide access], to examine them, at which point they noticed the outer coating had been stripped away. The customer withdrew it and used an alternate product to complete the case. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.